Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance that cs300 had iabp malfunction. No patient involved.

Event description:
N/a.

Manufacturer narrative:
After further review, it was determined that the event was only preventive maintenance and there was no malfunction reported. Hence, the complaint is invalid and follow up report is not necessary.